Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for patellar tendon rupture. Event is serious and is considered severe. Event is related to device and to procedure. Doe: (B)(6) 2018; doi: (B)(6) 2017; (left knee). Patient had a patellar tendon repair on (B)(6) 2018, open repair, on the (B)(6) she again had an open repair this time with a cerclage wire and external fixator. This fixator was removed on the (B)(6).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.